Event description:
Pt (patient) transferred from outside hospital on (B)(6) 2024 with acute left mca (middle cerebral artery) infarct from left m1 occlusion. Direct to ivr (interventional radiology) for thrombectomy. Angio-seal deployed. No procedural complications. Admitted to icu8. On (B)(6) 2024 developed rle (intensive care unit) acute limb ischemia and taken to the or (operating room) for right femoral exploration and thrombo-embolectomy. Angio-seal closure device found slightly outside the vessel. Failed angio-seal device sent to pathology. Pt. Tolerated procedure and was admitted to ICU (intensive care unit).